Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during preparation for the procedure, the metallic guide was flaking off part of the fuhrman pleural/pneumopericardia drainage set. The physician noted there was some green painting peeling off when the guide was on the drainage tube. A new device was used for drainage on the patient. There was no patient contact or injury.